Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer experienced low blood glucose incidents with blood glucose of 40 mg/dl or below at the time of the incidents. The reporting party stated their insulin pump did not alert them and continued to dose them even when they were critically low. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed and no other information was provided. The insulin pump will not be returned for analysis.